Event description:
Or packs from cardinal health are coming in with a horrific smell, causing nausea for staff and mds in room. Cardinal notified - significant problem persists. Smell identified as "pinene" family. Conference call with cardinal leadership, cardinal staff asked for citations regarding pinene exposure limits. Staff keep having to leave or when these packs are opened and smell is found.